Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pump implanted approx three yrs ago. At the last refill, which was over two months ago and again today, it was noted that there was a discrepancy in the amount aspirated and the amount stated in the reservoir. On each occasion, the difference was approx 8 ml. The pt should have been receiving 7 mg of morphine per day, but it was calculated that she was getting only 4 mgs - 0.14 ml per day instead of 0.23 ml. The pt was actually more stable on this dose as previously she was feeling drowsy and unwell. Additional info has been requested; a f/u report will be submitted if additional info becomes available.